Event description:
The pt's wife reported that the pt previously had a catheter complication which took quite some time to fix. The health care professional stated that the pt's catheter was replaced in 2005 because it was broken at the point of entry into the intrathecal space. The pt had experienced a slight increase in tightness. A plain film x-ray was done (date not reported) that showed the break, no other studies were done. The catheter was replaced; the distal portion of the catheter was left in the intrathecal space at the time of the replacement. The pt had been fine since the replacement with only intermittent adjustments in dosage. The medication in the pump was lioresal 2000mcg/ml.

Manufacturer narrative:
This report is being submitted following an internal audit. Catheter.